Event description:
As reported by a healthcare professional, during an aneurysm coiling), the physician tried to deploy an enterprise2 4mmx23mm no tip intracranial stent (enc402300, 9166989) through a prowler select plus microcatheter (unknown product code, lot number) in a communicating artery aneurysm. They kept the sheath in the hub and tried to advance the stent after seeing the flush drops at the proximal end of the sheath, but the doctor faced severe resistance while advancing through midway. Then, the doctor decided to pull the stent back and found the stent stuck in the hub of the microcatheter (mc). The doctor removed both the devices and finished the case with another prowler select plus and another enterprise stent. Additional event information was received on 21-may-2025 indicating that there was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. There was no procedural delay/prolongation due to the event.

Manufacturer narrative:
Manufacture ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Catheter obstruction with loss of cerebral target position is a known potential complication associated with the prowler select plus microcatheter. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.